Event description:
It was reported that the asymptomatic patient presented to clinic with stored episodes of non-sustained lead noise (nsln). Upon review, it was discovered that the patients device misdiagnosed events of atrial arrhythmia with rapid ventricular response leading to the nsln. Programming changes were recommended. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, episodes of non-sustained ventricular oversensing were observed. Review of the egms revealed bigeminal rhythm with premature ventricular contractions. Programming changes were made and resolved the oversensing. Patient was in stable condition.